Event description:
A radial jaw was used for diagnostic purposes. During the procedure, only one side of the cup would open as a result of a broken pull wire. The procedure was completed with another device. This event was originally reported under 6000123-2005-00067 due to an application issue. Since a previous event had been filed under the same number, the report is being resubmitted under 6000123-2005-00081.